Event description:
In 2009, the patient reported experiencing erratic blood glucose readings ranging from 30-300 mg/dl due to defective up and down buttons on her infusion device. She stated this began 6 months ago. When her blood glucose is low, she drinks orange juice or eats oranges to elevate her readings. She experiences symptoms of vomiting, sweating and exhaustion when her blood glucose is low or high. She stated that she was advised by her physician to change her basal rates but she did not do this due to a lack of knowledge with the infusion device. The patient was not able to recall which button was malfunctioning and the issue was not duplicated at the time of the report. To troubleshoot, the patient was instructed to disconnect from her infusion site and she was able to perform several boluses using both the up and down buttons. At the time of the report, her blood glucose measured 93 mg/dl. She stated that the insulin appeared to be cloudy. She was advised to change the insulin cartridge if the insulin remained cloudy and her blood glucose elevated. The insulin cartridge had been in use for 2 days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.